Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed during which it was noted that the cylinder had a ballooning. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Visual examination revealed that both cylinders had wear at fold in the middle of their bodies, cylinder 1 presented a bulge when inflated with syringe. Only cylinder 2 passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. No visual damage or abnormalities were noted, no leaks were identified; however, the pump did not pass the functional test. The reservoir was visually inspected, and leak tested. Visual test identified that there was wear at a fold in the reservoir shell. No leaks were identified in the component. Based on the information available and analysis results, the bulge identified in the cylinder 1 and the pump not passing the functional test could have caused or contributed to the reported clinical observations; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed during which it was noted that the cylinder had a ballooning. All components were removed and replaced. There were no patient complications reported.